Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A device history record review showed no issues that may have contributed to any quality issues reported. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. If the device becomes available at a later date this report will be updated with the evaluation results. Teleflex will continue to monitor complaints from the customers on issues related to unit is not bubbling during use on water bottle products.

Event description:
Customer complaint alleges the aqua pak prefilled humidifier bottles weren't bubbling when the flow was set to 0.8 l/min. Alleged malfunction reported as occurring twice during the same event use. A third device obtained for use did function properly. (Second device captured in rpt number 1417411-2017-00064). There was no report of patient harm.